Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump communicated properly with the transmitter and tested with glucose sensor simulator. No lost sensor alarm. Device had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is cracked near the reservoir and battery compartments. The customer also complained about the transmitter not communicating with the insulin pump and receiving constant lost sensor alerts. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.